Manufacturer narrative:
H3: product analysis could not confirm customer's complaint, the test pi works on the nim vital console. No anomalies have been found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found customer's reason for return has been confirmed. The patient interface cable connector is defective. The top and bottom housing are worn, main board worn. The batteries have more than 2 years old. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there were difficulties connecting the box, with messages such as interface disconnected, requiring the system to be plugged in and unplugged several times to achieve a functional connection. Wireless issues. Spontaneous and continuous nerve stimulation when the stylus is not in use and the patient is properly anesthetized, making the use of nim very complicated. Artifacts on nim during parotidectomy. 2 or 3 times the screen ¿freezed¿ during settings. Procedure completed with same nim. There was no patient impact.